Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 20-oct-2024, the following additional information was obtained: the customer was using green hem-o-lok clips during the case. The issue was resolved with a backup clip applier instrument. There are no photos and/or videos of this event available for isi review.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was misfiring, and the clips were getting stuck after deploying. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported.